Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/09/2015. Device evaluation: the pump with the serial number (B)(4) associated with this complaint was returned and investigated on 11/14/2014 in relation to another complaint. Pump (B)(4) was added to this complaint file on (B)(6) 2015, and the following results of product analysis were obtained from the original investigation: a review of the pump black box data revealed a cs 064 call service alarm and multiple cs 078 call service alarms. During testing, the rewind, load, and prime steps were completed successfully with no duplicated call service alarms. Evidence of the complaint was found in the black box data; however, the complaint was not duplicated. Correction to suspect medical device serial #.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the pump emitted an occlusion alarm when performing the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.